Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction with the pump prior to alarm. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.